Event description:
It was reported that one day after implant surgery, the patient's right atrial (ra) lead dislodged and was unable to sense or capture. It was noted that the lead was not engaged in the endocardial tissue. The lead was turned off and repositioned successfully. As well, the patient's right ventricular (rv) lead dislodged, had no capture nor sensing. This lead was also not attached to the endocardial tissue. The lead was repositioned successfully. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.